Event description:
Caller reported that the pump's touchscreen was cracked and shattered, preventing them from lifting the screen protector to confirm the damage. However, it was still possible for the caller to interact with the pump despite not knowing how the damage occurred. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and confirmed that the customer would receive a new pump with updated software. Customer will continue to use current pump.